Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site and found no issue during functional testing. The event log was reviewed and confirmed the occurrence of two mid09 error messages. Based on the evaluation, the root cause of the mid09 (air trap assembly) error message is possibly due to a fluid ingress on the suk airtrap sensor; however, the mid09 error message was not reproduced during functional testing. The suk airtrap sensor was cleaned and dried. As part of routine service during testing, the console was examined and found no issue on the pump rotor head. The console was functionally tested and passed all final testing criteria. The secondary issue of an observed noise internal to the console was unable to be reproduced during functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a mid09 (air trap assembly) error message during patient treatment. The user also reported an observed noise inside the console while in operation. The user was unable to clear the error message and used another console to complete the patient's treatment. No known impact or patient consequence was reported.